Manufacturer narrative:
The reported event that "the valve was leaking and was not closing" could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. X-ray evaluation confirmed no deformation to the stent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 27mm trifecta gt valve was implanted. After the patient was removed from bypass, the valve was leaking and was not closing. The lv continued to dilate and reintervention was required to explant the valve. The valve was replaced with a 27mm magna ease valve and patient is now recovering well.

Manufacturer narrative:
The reported event that "the valve was leaking and was not closing" could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.